Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient's pacemaker exhibited a false elective replacement indicator (eri) and end of service (eos) alert. It was noted that the patient had an external cardioversion causing the diagnostics anomaly. Programming changes were made and the patient will be monitored. The patient was stable.